Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-neck anastomosis surgical procedure, the force feedback cadier forceps instrument came into contact with the endoscope, causing the plastic part at the tip to break and temporarily fall into the body. All fragments were successfully retrieved. The fragments were confirmed by the assistant physician and nurse, all matched, and were completely retrieved. The customer also inspected the endoscope for damage but found no issues. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during surgery, the plastic part at the tip came into contact with the endoscope and broke, falling into the body. The fragments were confirmed by the assistant physician and nurse, all matched, and were completely retrieved. All fragments were removed. No further patient impact was reported. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No additional surgical procedure was needed. The instrument is not going to be returned, due to it not being defective. The fragment was also not going to be returned.

Manufacturer narrative:
The force feedback cadiere forceps instrument has not been received for failure analysis evaluation. It was noted that the instrument and fragments would not be returned. A review of the provided image was performed; the image shows a damaged instrument main tube and a detached fragment.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback cadiere forceps instrument was analyzed and found to have a broken main tube approximately 0.2530" from the distal tip. A piece measuring approximately 0.7775¿ x 0.3125¿ was not returned with the instrument. Components adjacent to this broken main tube showed damage. The instrument also had various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.3070" - 0.5545" in length and are axially aligned with the tube axis. Material was not missing from the surface of the main tube.